Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented days after the device was successfully activated with recurring incontinence. The physician performed a cystoscopy, and it was observed that the cuff was extruded into the lumen of the urethra. The aus remains implanted. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented days after the device was successfully activated with recurring incontinence. The physician performed a cystoscopy, and it was observed that the cuff was extruded into the lumen of the urethra. The aus remains implanted. There were no additional patient complications.